Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was an unknown controller exchange captured within the submitted log files prior to (B)(6) 2020. The patient reported that she changed her controller because something was wrong. The files also captured 23 total uses of the backup battery on (B)(6) 2020 on the new controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a lack of audible alarms during low flow alarms was not confirmed as the system controller (serial number: (B)(6) was not returned for evaluation. The reported event of a controller exchange was confirmed via analysis of the submitted log file. The submitted system controller event log file contained approximately 4 hours of data (B)(6) 2020 from 09:48:08 ¿ 13:42:42 per the timestamp). The log file captured intermittent low flow alarms on (B)(6) 2020 from 09:48:21 to 11:11:49 due to the flow dropping below the low flow threshold. The log file showed that the controller alarmed appropriately in response to the low flow events. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The submitted system controller periodic log file contained approximately 11 days of data (B)(6) 2020 per the timestamp). The data in the log file did not indicate any issues with the system controller. The driveline was connected throughout the log file and the pump maintained a speed above the low speed limit (lsl) throughout the log file. A log file from the patient's new system controller (serial number: (B)(6) was also submitted for review. The submitted system controller periodic log file contained data from (B)(6) 2000 to (B)(6) 2021 per the timestamp; the exact time span of the log file cannot be determined as the system controller clock was not synched to the correct date from the first event in the log file. The driveline was connected throughout the log file. Although the data in the log file does not show the driveline being connected, the controller clock being set to the default year of 2000 indicates that a system controller exchange had occurred. The system controller clock was correctly set to (B)(6) 2020 at 10:04:05, therefore, the controller was exchanged prior to (B)(6) 2020 at 10:04:05. The pump maintained a speed above the lsl without issue throughout the log file. Technical services recommended performing a self-test on the system controller to verify that all alarms are visible and audible. Technical services also recommended cleaning the speaker holes with an alcohol wipe. Additional information provided stated that a system controller self-test was not performed to evaluate the controller¿s speakers, and the speaker holes were not cleaned; the account noted that an audible low voltage alarm was heard while the patient was at the clinic, indicating that the audible alarms were functional. Additional information provided also communicated that the exchanged system controller would not be returned for analysis. It was also stated that the patient exchanged their system controller due to an issue that had occurred. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications heartmate 3 instructions for use section ¿ 7 ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low flow alarms, and the actions to take if the issue does not resolve. Heartmate 3 patient handbook section 6 ¿ "caring for the equipment" describes how to care for and clean all equipment, including the system controller. This section instructs the user to, at least monthly, inspect the system controller¿s audio sounders for dirt or grease. If a change in tone or in loudness is noticed during a system controller self-test, the audio speaker sockets may be obstructed. Audio speaker sockets may be cleaned using a small cotton swab that is moistened (not dripping) with rubbing alcohol. Never insert anything sharp (like a toothpick or pin) into the sounder holes. This can damage the speakers inside. Heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿ and heartmate 3 instructions for use section 2 ¿ ¿system operations¿ instructs users on how to exchange their system controllers, and state to never exchange their system controller without having a trained, and competent caregiver at your side to assist. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The root cause of the reported events could not be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Sections d4, h4: additional information. Manufacturer's investigation conclusion: the reported event of a lack of audible alarms during low flow alarms was not confirmed as the controller was not returned for evaluation. The submitted log file contained approximately 4 hours of data (B)(6) 2020 from 09:48:08 ¿ 13:42:42 per the timestamp). The log file captured intermittent low flow alarms on (B)(6) 2020 from 09:48:21 to 11:11:49 due to the flow dropping below the low flow threshold; these alarms are addressed via the pump investigation (B)(6), the log file showed that the controller alarmed appropriately in response to the low flow events. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The system controller was not returned for analysis. Technical services recommended performing a self-test on the system controller to verify that all alarms are visible and audible. Technical services also recommended cleaning the speaker holes with an alcohol wipe. Additional information provided stated that a system controller self-test was not performed to evaluate the controller¿s speakers, and the speaker holes were not cleaned; the account noted that an audible low voltage alarm was heard while the patient was at the clinic, indicating that the audible alarms were functional. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section ¿ 7 ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low flow alarms, and the actions to take if the issue does not resolve. Heartmate 3 patient handbook section 6 ¿ "caring for the equipment" describes how to care for and clean all equipment, including the system controller. This section instructs the user to, at least monthly, inspect the system controller¿s audio sounders for dirt or grease. If a change in tone or in loudness is noticed during a system controller self-test, the audio speaker sockets may be obstructed. Audio speaker sockets may be cleaned using a small cotton swab that is moistened (not dripping) with rubbing alcohol. Never insert anything sharp (like a toothpick or pin) into the sounder holes. This can damage the speakers inside. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to the clinic for a follow-up appointment with pages of low flow alarms in her log file that she reportedly did not hear. A review of the log file captured multiple strings of low flow events on (B)(6) 2020 from approximately 9:48 am to 11:11 am where the low flow estimator dropped below 2.5 liters per minute (lpm). This low flow event occurred at a time when the pulsatility index (pi) levels were elevated. Technical support recommended performing a controller self test to verify that controller alarms were visual and audible. The controller speaker holes may be cleaned with an alcohol wipe. The log file also noted low power advisory events on (B)(6) 2020 at 6:39 am (periodic) and on (B)(6) 2020 from 1:41 pm to 1:42 pm (event) due to a depleted battery. Technical support asked that the account verify that the patient's battery clip contacts were clean and free of debris and/or residue and that the batteries were fully charged, calibrated, and changed in a proper manner. The battery terminals may be cleaned with an alcohol wipe. There were no other unusual events noted in the log file. The low flow alarms resolved. The patient presented to the emergency department again with elevated mean arterial pressures (maps) in the 100s. The patient was treated with intravenous (IV) hydralazine. The patient was to be seen on (B)(6) 2020 for a follow-up appointment. The batteries and battery clips were checked. Battery, battery clip, and controller serial/batch/lot numbers were unavailable. A controller self-test was not performed to verify that the alarms were visual and audible. The controller speaker holes were not cleaned with an alcohol wipe but the patient did have an audible low battery alarm in clinic. No equipment was exchanged and no equipment will be returned. The patient was asymptomatic. The plan of care was to follow up with the patient in clinic on (B)(6) 2020.